Event description:
I began to experience severe headaches and nausea from using CPAP devastation device. I was told by my doctors to continue using the device, although it is common knowledge that the devices are toxic. FDA safety report ID# (B)(4).